Manufacturer narrative:
It was confirmed on site that the inserter was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the tlif/dlif inserter was damaged during sterilization. There was no patient present when the issue occurred.